Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the right side of the raised side of the cassette during fill 1 of 3 of their pd treatment. The patient reported receiving a pump a vs pump b volume error alarm prior to the leak. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient had already re-setup with new supplies and started treatment over. Technical support advised the patient that typically they would advise the patient to allow the cycler to dry and not use the cycler. The patient advised he will continue to use the cycler. The patient also stated the new cassettes are shorter. Technical support then advised that these are the 15 ft connectors and to follow up with customer service as he mentioned they are too short. Upon follow up, the patient confirmed the reported event and that fluid was also found inside the cycler door. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using a new cycler set and the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the right side of the raised side of the cassette during fill 1 of 3 of their pd treatment. The patient reported receiving a pump a vs pump b volume error alarm prior to the leak. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient had already re-setup with new supplies and started treatment over. Technical support advised the patient that typically they would advise the patient to allow the cycler to dry and not use the cycler. The patient advised he will continue to use the cycler. The patient also stated the new cassettes are shorter. Technical support then advised that these are the 15 ft connectors and to follow up with customer service as he mentioned they are too short. Upon follow up, the patient confirmed the reported event and that fluid was also found inside the cycler door. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using a new cycler set and the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.